Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implantation surgery it was observed that the leading haptic was twisted and pointing down towards the capsular bag. Additional information received that as per the physician the lens need not to be explanted and was able to manoeuvre the haptic in the capsular bag.